Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to impedance issues and lead damage. Additionally, a stent was placed due to an unrelated non-st-elevation myocardial infarction (nstemi) that occurred during the patient's hospitalization. No additional adverse patient effects were reported.